Event description:
It was reported that the patient had a fever following initial vns implant surgery on (B)(6) 2013 and was subsequently treated for an infection. The patient¿s infection had resolved the following month. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.